Event description:
Reportedly, device was explanted at implant due to a suture loop. Per the cer: massive regurgitation of prosthesis at interoperative tee; leaflet distortion clearly visible. Replaced with 3000tfx-25mm. Size 25 ce perimount pericardial (magna) mitral valve bioprosthesis implantation resulted in struts being wrapped in suture with subsequent distortion of leaflets. Massive regurgitation of the mv prosthesis at intraoperative transesophageal echocardiography necessitating surgeon reapplication of x-clamp and arresting the heart for removal of the prosthesis and replacing with an (aortic) size 25 ce perimount bioprosthesis. This was inverted and manually seated in the mitral valve annulus. Pt status after explant: alive & well..

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the cer: size 25 ce perimount pericardial (magna) mitral valve bioprosthesis implantation resulted in struts being wrapped in sutures with subsequent distortion of leaflets. Massive regurgitation of the mv prosthesis at intraoperative transesophageal echocardiography necessitating surgeon reapplication of x-clamp and arresting the heart for removal of the prosthesis and replacing with an (aortic ) size 25 ce perimount bioprosthesis. This was inverted and manually seated in the mitral valve annulus. Pt status after explant: alive & well. Discharged on (B) (6) 2009. Echo is indicated for new valve. Procedure was technically challenging.. Symptoms: significant mitral incompetence. Condition of prosthesis on removal: leaflet was distorted.

Manufacturer narrative:
The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. On 12/22/2009 requested further explanation from surgeon after weekly review discussion. Regarding use of an aortic device in the mitral position. On 02/09/2010 response clarified that the aortic device was the surgeon's only option. No difference in size used. On 02/23/2010 evaluation results were sent via customer letter. Evaluation summary: suture track was detected at the free margin of leaflet 1 and 2 at commissure 2. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 2. Another set of indentations are evident at commissure 3 in the free margins of leaflets 2 and 3. However, no suture track was detected at commissure 3. The indentations may possibly due to chordae tendineae. No inconsistencies detected in the x-ray.

Manufacturer narrative:
DHR review has been started. Device to be returned. Customer letter required. This was determined reportable per edwards lifesciences procedures. Device not returned.